Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a blank display on the insulin pump. Customer changed the battery but the pump would not accept the battery. Customer kept receiving a failed battery test. Customer stated that when she finally placed a new battery in the pump, it would not turn on. Customer put the pump down and it later turned back on. Customer's blood glucose level was 169 mg/dl. Customer was advised to insert a new aaa alkaline battery into the pump. Customer reported that the display returned. Customer was advised to monitor the pump. Customer stated that the battery compartment was not damaged or corroded. A replacement battery cap will be shipped as a courtesy to rule out any possible battery cap issues. No further assistance needed.